Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, broken off end cap and a loose and protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The mother stated the drive support cap was sticking out. The mother also reported the insulin pump would rewind itself and give more insulin than needed. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. The mother also reported the customer did not recall pressing the cap while connected. The mother also later reported the drive support cap was missing from the insulin pump completely. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.